Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) investigation was completed. The fse replaced the endoscope controller (ec) to restore the image quality, and the handheld camera white balanced successfully. The fse also tested the system with the customers endoscope and handheld camera. The system was tested and verified as ready for use. Isi received the ec involved with this complaint and completed the device evaluation. Failure analysis did not replicate the reported event, but confirmed it via error logs. System logs confirm occurrences of errors 48204, 48405, and 48275. This points to an issue with the light engine. The ec was installed with a pca test system (including a known-operational endoscope), then launched in maintenance mode to program unit software. 10 power cycles were run without error. System then launched in normal mode and image clarity, illumination and quality was observed to be good. As a preventative maintenance measure, the le will be replaced and upgraded from 372939-03 to 373250-03. Additionally, the ecpd will be upgraded to 653900-08 to allow for upgrade of the ec to -20. No bezel returned with unit. Replace bezel.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the customer called in to report that they were trying to use a handheld camera to gain access to the patients abdomen, but they were unable to perform white balance on the handheld camera. The customer stated that the surgeon had used the handheld camera earlier and had no issues with white balancing. However, after the surgeon switched to the normal endoscope and realized that he had not made it all the way into the patients abdomen, he had the surgical staff reconnect the handheld camera. When the surgical staff reconnected the handheld camera, they kept getting an error message of unable to white balance because the white light was not bright enough. The customer stated that the image appeared dark on the screen and the entire screen was yellow. The customer noted that the light was on, and the setting was bright enough. The customer reported that they had reseated the handheld camera twice and also reseated the light guide cable connection, but the issue was not resolved. The customer stated that the surgeon elected to convert the procedure to open surgery since he was unable to gain access to the patients abdomen, and he did not want to risk hitting any vital anatomy. The customer also stated that the conversion might be due to patients anatomy. The technical support associate (tsa) asked if they performed a system power cycle, but the customer stated that they could not at that time. The tsa reviewed the system logs and found multiple endoscope controller (ec)/illuminator 48275, 48205, and 48405 control monitoring errors. The tsa informed the customer that he was not sure if the issue was related to the handheld camera, ec or illuminator at that time without further troubleshooting. The tsa recommended to test one of the three handheld cameras again. The tsa indicated that not all troubleshooting steps were exhausted. The customer did not power cycle the system or try another handheld camera. The procedure was converted to open surgery with no report of patient harm, injury, or adverse outcome.